Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker was not working. No further information provided. To date, this device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was not working. No further information provided. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.